Manufacturer narrative:
Based on information provided, it cannot be determined when the foreign body alleged to be v.a.c whitefoam dressing was inadvertently left in the wound. The foreign material was not returned to kci for identification; therefore, kci is unable to confirm its identity. There have been several attempts made to gather additional information, but there has been no response. There is no indication from the information provided to suggest that medical or surgical intervention was required to remove the foreign material alleged to be v.a.c whitefoam dressing. The foreign material was removed in an office setting by the nurse. This report is being filed due to possible user error. Device labeling, available in print and online, states: v.a.c foam dressing are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of pieces of foam was removed as placed. Foam left in the wound for greater than the recommended time period may foster in-growth of tissue into the foam and create difficulty in removing foam from the wound or lead to infection or other adverse events. Dressing changes. Wounds being treated with the v.a.c therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed mor often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule.

Event description:
On (B)(4) 2014, the following information was reported to kci by the kci representative: the physician reported that a patient was having a dressing change performed in an outpatient office setting and the nurse allegedly "retrieved" a foreign material alleged to be v.a.c. Whitefoam dressing. Dates not provided. No additional information is available.